Manufacturer narrative:
Citation: ajmal m., et al. Transcatheter aortic valve replacement in cardiogenic shock with percutaneous tandemheart support. Catheterization and cardiovascular interventions, may 2020; 95:s173, IV-3. Earliest date of publish used for event date. [Medtronic products referenced: evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with severe aortic stenosis in cardiogenic shock who underwent implant of a 29-mm medtronic evolut pro bioprosthetic valve (no serial number was provided). During implantation, the patient developed complete heart block, requiring temporary trans-venous pacing and later placement of an implantable cardioverter defibrillator (ICD). The patient was later discharged from the hospital in stable condition. No additional adverse patient effects or product performance issues were reported.